Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a left access site bleed occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was successfully released. The patient remained hospitalized for 2 to 3 days due to a slow continuous bleeding /oozing from the left groin access site. This was the opposite side as the was access site was on the right leg. The physician closed the groin using a figure 8 stitch and held compression. The patient also experienced orthostatic hypotension. No further patient complications were reported and the patient status was fine.